Manufacturer narrative:
On 14-feb-2020, mentor received additional information about the event. The patient¿s right breast prosthesis ruptured after implantation. Device code 1546 ¿material rupture¿ has been added. This report is for the patient¿s right breast prosthesis. Left breast prosthesis did not rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor gel breast prostheses on around (B)(6) 1990. This medwatch report is for the 2nd of two breast prostheses.